Manufacturer narrative:
(B)(4). Additional information requested: please clarify what part of the trocar bent. Top of shaft. Did any part of the trocar break off ? No. Did any piece of the device fall into the patient? No. If so how was the piece of the device retrieved? No.

Event description:
It was reported that during an unknown procedure, the doctor was inserting the device when he pushed device into the patient it bent. Case completed with another device of the same product code. There were no patient consequences.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: multiple requests for return of device have been made but no device has been returned.